Event description:
During a difficult ercp, while another co's biliary stent was in place and as the rn attempted to deploy the stent under the direction of sales rep, the stent snapped and broke. The staff was unable to determine if the entire product was retrieved at that time becuase the sales rep took the broken stent with him. The scope was then sent to co for repair due to a broken elevator and no piece of the broken stent was found. Several months later, during an ercp, the broken piece of a wall stent freed itself and lodged in the pt's duodenum. The stent was removed with suction.